Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip clamps in the problem are of the pipetter assembly were failing. All the tip clamps were replaced. The instrument was tested without further problem, and returned to svc.